Event description:
Procedure: unk. The top of the electrode broke off while in the patient. The handpiece was removed from the scope and the loose piece removed. Another handpiece was used to complete the procedure.